Event description:
It was reported that the device was used during a laparoscopic hysterectomy. The device tissue pad burned off and another device was used. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/22/08. Eval summary: the analysis results confirmed that the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The mfg records were reviewed and no anomalies were found during the mfg process.